Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, the mobile application display became frozen. No additional event or patient information is available. Data was provided for evaluation. The complaint confirmation could not be confirmed. The root cause could not be determined. Labeling indicates that the dexcom cgm application is only compatible for select devices and operating systems.